Event description:
Total hip replacement with smith & nephew bhr. Severe pain and functional problems with implant, resistance to movement, reduced rom. Large fluid collection around implant, communicating with joint capsule tissue atrophy around implant. Gastrointestinal issues with severe nausea. Lost 25 pounds from 165lbs to 140lbs. Memory issues, breathlessness, anxiety, depression, fainting. Tumor removal behind left knee. A grab bag of seemingly unrelated issues. Currently waiting results of metal testing from blood draw. Currently awaiting appt to aspirate and test fluid around implant.